Event description:
The customer reported that "in the middle of a heparin drip, the pump turned off on it's own. The rate of heparin infusion is unknown. The ac light did turn on". There was no patient injury.

Manufacturer narrative:
Multiple attempts had been made to obtain the suspect device from the customer without success. A follow up report will be submitted if the device is received for evaluation.